Event description:
It was reported that the surgeon inserted and removed a cq2015a three piece collamer lens, due to a posterior capsule rent. The reporter stated the incident was the result of the pt moving on the or table.

Manufacturer narrative:
No complaint against product.